Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.5 cloud - smartphone operating system 18.2 cloud - smartphone hardware iphone15.3 cloud - cgm sensor type g6.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patient reports having redness and swelling at the pod infusion site (leg). The patient removed the pod prior to going to the hospital. Once at the hospital emergency room the patient was diagnosed with cellulitis. The patient was prescribed an antibiotic. The patient was at the emergency room for 4 hours.